Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2023 after successfully completing a trial phase with the nalu system. During the trial phase the patient reported pain was reduced from 7/10 down to 2/10 along with a decrease in pain medication needs. The permanent system was placed with the leads targeting the thoracic nerve at the vicinity of t8-t10. In (B)(6) 2024 the patient requested to have the system removed due to reports of inadequate pain relief and nausea when using the system. A full system explant was performed on (B)(6) 2024 per the patient request.

Manufacturer narrative:
There are no records of any prior complaints from this patient regarding inadequate pain relief and all field evaluation indicates the system was functioning as expected and providing stimulation to the appropriate location. It is unlikely that the nalu system caused nausea 6 months after implant. Suspect there are other underlying issues that caused the patient to request explant that are unrelated to the nalu system or its function.